Manufacturer narrative:
Additional information received; it was reported there was also a possible type ia endoleak observed with the type IV and infolding. It was reported the type IV endoleak appeared to be blushing. It was reported there was no increase in procedure time as a result of the event and that the infolding was corrected in approx. 30 minutes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported infolding and endoleak could be confirmed on the films provided. Lack of contrast post-implant CT¿s did not allow for a thorough assessment of the reported endoleak. The observed endoleak appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Other factors such as heparin dose and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Although there was no overt proximal endoleak observed, a type ia endoleak could not be ruled out on the single a-p angiogram view received. It is considered that a type ia endoleak may have been present in conjunction with the observed infolding. It is likely that implantation of a 36mm diameter bifurcate into a proximal neck flow lumen that ranged from ~24-28mm in diameter, contributed to the infolding. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 63 mm abdominal aortic aneurysm. It was reported that during the index procedure, in-folding of the main body and endoleak type 4 were observed. As per the physician, cause of the event was device oversized. It was stated that implantation location was changed to directly below the left renal artery instead of the originally planned implantation site no additional clinical sequalae were reported and the patient will be monitored.